Event description:
It was reported to physio-control that the customer's device had its service led on and had logged multiple event codes into its memory. It was also reported that the device would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.